Event description:
Related manufacturer reference number: 2017865-2024-03702. It was reported that a patient presented with varying pacing impedance alleged on the patient's implantable cardioverter defibrillator and right atrial lead. Additionally, the physician alleged that the impedance issue was due to a loose device set screw. Further intervention was discussed. No adverse patient consequences were reported.

Event description:
New information received notes that far r over-sensing was noted. No additional patient consequences were noted.